Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Reportedly, the battery only lasts two days. The customer¿s blood glucose (bg) level was 250-350 (mg/dl). A bolus via the pump or a manual injection were used to address bg level. The customer declined to upload the pump data logs for review by tandem technical support.